Event description:
This event was reported as pt developed shortness of breath 3-4weeks post-op with increased symptoms at 5 weeks. Aortic incompetence with a perivalvular leak. Nyha IV in 2002. No further info was provided.